Event description:
It was reported that the patient underwent a revision procedure due to less rigid erection when inflated due to proximal perforation with an inflatable penile prosthesis (ipp). The ipp cylinder and reservoir was explanted and a new cx ipp cylinder and reservoir was implanted.